Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin and the coil was tangled preventing stylet reentry. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead after several repositioning and one retracted the stylet would not go down the lead. The lead was replaced and returned. No adverse patient effects were reported.